Event description:
A physician reported that during a cataract procedure an ophthalmic operating console displayed system message and the fluidics module stopped along with low balanced salt solution (bss) level, patient experienced a posterior capsular tear, vitreous prolapse to anterior chamber and undergone an anterior vitrectomy procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer did not retain the product lot information for this procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. A consumable is a single-use medical device provided to the customer in a sterile manner. An evaluation is conducted to ensure each fluidics management system (fms) meets customer, process, and regulatory requirements. Once the consumable is assembled and sealed, they are all sterilized as a complete unit. The sterilization validation has considered the worst case to ensure all consumables meet all sterilization cycle parameters for acceptability prior to release. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).